Manufacturer narrative:
Additional information: there is an ongoing CAPA investigation, mdq-CAPA (B)(4) associated with this report. The device has not been previously sent into service for the reported condition of "failure code 550:320:654." (B)(4).

Manufacturer narrative:
The condition of failed to alarm failure code 550:320:654 was confirmed through evaluation. This condition is due to a disconnected wire harness. The wire harness was reconnected to correct this condition. Should additional information become available, a follow up medwatch will be submitted. (B)(4).

Event description:
During device evaluation by baxter a colleague cx volumetric infusion pump failed to alarm failure code 550:320:654. There was no patient injury or medical intervention necessary according to the hospital representative. This device utilizes user interface module master software version 6.13.90 categorized as remediated.